Manufacturer narrative:
A tear in the exposed portion of the soft cannula resulted in fluid diverting from the intended fluid path. It is unknown how or when the cannula was damaged. No timeouts or drive stalls were seen in the download data. No other damages or defects were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours.